Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include surgical technique or a traumatic injury.

Event description:
It was reported that a tibial revision surgery was performed due to the patients medial aspect of the tibia collapsed, causing pain.